Event description:
It was reported that this lead was unable to be successfully implanted due to an unspecified reason. The lead was replaced for another one of the same model. Further information provided indicates the lead was attempted as a left bundle branch implant and the lead was repositioned several times. This led to the lead helix not being able to further extend and retract, hence, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead has been received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this lead was unable to be successfully implanted due to an unspecified reason. The lead was replaced for another one of the same model. Further information provided indicates the lead was attempted as a left bundle branch implant and the lead was repositioned several times. This led to the lead helix not being able to further extend and retract, hence, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this lead was unable to be successfully implanted due to an unspecified reason. The lead was replaced for another one of the same model. Further information was requested, however, no additional details have been received. No adverse patient effects were reported. The lead has been received for analysis.